Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/08/2014 with the following findings: a review of the pump¿s black box history showed that multiple call service alarms were recorded. During testing, the pump powered on to a blank display with audio tones and vibrations functional. The pump case was removed and moisture corrosion was found on the printed circuit board. The call service alarm issue was not able to be adequately investigated due to the blank display and moisture damage.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter alleged that the pump was having an unspecified call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.